Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed motor test. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement test. Analysis was unable to perform the occlusion test and no delivery test due to motor error alarm. The insulin pump was monitored for several days and no blank display anomaly or display anomaly noted during testing. No damaged found on lcd isolation noted during testing. No unexpected off no power alarm noted during testing. The insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 125 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.